Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw1988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the catheter is kinked in the patients vasculature and confirmed via x-ray. No other information was provided. No harm to the patient reported.